Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that when using a relion¿ insulin syringe 1/2 ml, the plunger rod was difficult to move during injections. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
H.6. Investigation summary: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 7268790. All inspections and challenges were performed per the applicable operations qc specifications. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint reported for the defect/condition on lot number 7268790. Syringe assembly ¿ there was one (1) batch of material# 8359162 (syringe 0.5ml asm 31ga 8mm sm700152 sc) that went into the finished batch# 7268790. Batch# 7303935 date(s) of manufacture: 10nov2017 to 11nov2017 machine(s) manufactured on: jq, ju, jv, jy, jt there were two (2) notifications [200718538, 200718537] noted that did not pertain to the defect. Based on the samples / photo(s) received the investigation concluded: - unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.